Manufacturer narrative:
(B)(6) contracts with (B)(4) using their evoked potential (ep) device to monitor surgeries. (B)(4) uses natus xltek protektor ep device in the electro surgical unit (esu) using radio frequency (rf) device. Assuming that rf current or stray rf leakage are contributing factors to the burns. The platinum subdermal needle electrode is passive.

Manufacturer narrative:
(B)(4). Customer has been contacted to provide the rest of the required information. We are in the process of gathering additional information. A letter listing outstanding information has been sent to customer to obtain additional information in order to submit follow up report and/or explain why required information was not provided and steps taken to obtain such information.

Event description:
Three burns noted when drapes removed after surgery during which subdermal electrodes were placed in these areas of the face and two areas on upper sternum. Patient had inter-operative MRI with leads in place.